Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the machine was not communicating with the network. The field service engineer (fse) assisted the customer and the hospital information technology team to resolve the network issue. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine was not communicating with the network and that rss was offline. The customer stated that the system was unable to sync the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.